Event description:
The device does not pass a self test. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.